Event description:
Report is being submitted due to the completion of the investigation on (B)(6) 2026. During ebus procedure the needle moved very sticky with the result to open a new needle and finish the procedure.

Manufacturer narrative:
Report is being submitted due to the completion of the investigation on (B)(6) 2026. Device evaluation: 01 unit of echo-hd-22-ebus-o was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 24 feb 2026. Refer to the product return object (pr- (B)(4)) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Additional information was requested but it was confirmed that it was not available. (Ref. Attached: 27 feb 2026_(B)(4)_cmeu__ additional questions (2nd request), rep update_oj_27 feb 2026) visual inspection: distal end of needle cannot be observed as needle cannot be advanced. Functional inspection: sheath extender able to advance without issue but won't retract fully. Needle handle unable to advance or retract. Stylet cannot be removed from device. Attempted to remove needle but unable to remove and stylet cap broke off during attempted removal. The reported failure was observed. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o device of lot did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use / label: the notes section of the instructions for use (ifu0051), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0051) the user is instructed to use an olympus scope with this device under the IFU, as per information reported in the file, a fuji ebus scope was used in the procedure. Clinical image review: medical imaging (e.g. MRI, CT, x-ray) was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as an incorrect scope was used in combination with the device. The instructions for use state that an olympus scope is recommended for use with the echotip ultra endobronchial hd ultrasound needle and as per information reported, a fuji scope was used instead. Engineering input stated that use of the incorrect scope could have contributed to difficulties attaching the device to the endoscope with needle advancement. Consequently, the needle may have got caught at the end of the scope making it difficult to exit the working channel , perhaps resulting in a kink within the handle which prevented the needle and stylet from advancing or retracting. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the needle was difficult to advance during the ebus procedure. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no adverse effects to the patient. Investigation findings conclude that a definitive root cause could be attributed to user error as an incorrect scope was used in combination with the device. The instructions for use state that an olympus scope is recommended for use with the echotip ultra endobronchial hd ultrasound needle and as per information reported, a fuji scope was used instead. Engineering input stated that use of the incorrect scope could have contributed to difficulties attaching the device to the endoscope with needle advancement. Consequently, the needle may have got caught at the end of the scope making it difficult to exit the working channel , perhaps resulting in a kink within the handle which prevented the needle and stylet from advancing or retracting. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.